Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc solarice rx ptca balloon catheter to treat a lesion. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that there was a packaging/labelling issue. There was a mismatch between the box label, pouch label and device hub/luer. The balloon size of the box was a 20mm x 12mm nc solarice device, however, in the hoop there was a 1.25mm x 12mm sprinter legend balloon catheter. The sprinter legend device was used in the patient. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: an nc solarice shelf carton was returned with the end seal open. An opened sterile sleeve containing a sprinter legend device was inside the carton. The shelf carton and sleeve labels identifying the contents of the carton and sleeve as an nc solarice 2.0 x 12mm device lot # 223568325. The lure of device in the pouch identified as 1.25mm x 12mm device with lot # 223067162. The device is confirmed as sprinter legend and the batch number and device details on the leur match what is reported in the complaint file. The balloon folds were partially expanded with blood visible in the balloon. No damage was evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the seal of the outer box was intact prior to attempting to opening the box. A 2.0 x 12 mm balloon size was on the inner pouch. It was confirmed that it was not possible that another sprinter legend balloon was also used during the procedure and there was a mix up between the devices as the customer does not use the sprinter legend balloon. Image review: two device related images were provided from the account. One photo showing the luer of the sprinter legend catheter and the other the nc solarice shelf carton label. These photos confirm that the products and lot numbers do not match, suggesting confirmation of the issue reported from the the account. But the root cause cannot be confirmed from the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.